Manufacturer narrative:
(B)(4). Can you clarify what happened with the device when it was "stuck" and "fail to load the clip before firing." Surgeons said they can close the palm firing but no clip within the jaw. There is possibility that the jaw harm the vessels. Did the device not feed clips into the jaws? No. Did device fire without a clip in the jaws? Yes. Was the device stuck on a vessel? Yes. Was there any harm to the vessel? No, but surgeon will concern that!

Event description:
It was reported that during an unknown procedure, stuck and fail to load the clip before firing. Has risk to harm the vessel. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.